Manufacturer narrative:
The dissection related to 4 mm x 150 mm sterling pta balloon is documented under report # 2124215-2025-85613. A2: patient age 81 years old (at the time of enrollment). E1: initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that dissection occurred, requiring intervention on (B)(6) 2022, the subject underwent treatment with the ranger drug coated balloon as a part of a clinical trial. The target lesion #001 was in the right mid popliteal artery and right distal popliteal artery with 3 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis was classified as tasc ii d lesion. Prior to target lesion treatment, pre-dilation was performed using 4 mm x 150 mm sterling balloon. Treatment of target lesion was performed by dilation using 4 mm x 150 mm ranger drug coated balloon. Post-treatment, 6 mm x 80 mm zilver drug eluting ptx stent was placed, and the final residual stenosis was noted to be 30%. Of note, 4 mm x 150 mm mustang percutaneous transluminal angioplasty (pta) balloon was used to treat the target lesion. However, the name of the device was captured as sterling pta balloon. Hence, additional information has been requested to confirm the correct name of the device used in the pre-treatment of the target lesion. On the same day of the index procedure, during the treatment of target lesion #001, a dissection of grade d was noted in the target lesion due to 4 mm x 150 mm mustang pta balloon. In response to the event, zilver ptx stent was placed and the complication of dissection was resolved. On the same day, the subject was discharged from the hospital. It was further reported that on the same day of index procedure, during the treatment of target lesion #001, dissection of grade d was noted in the target lesion due to 4 mm x 150 mm sterling pta balloon, and not due to 4 mm x 150 mm mustang pta balloon as previously reported.

Manufacturer narrative:
A2: patient age 81 years old (at the time of enrollment). E1: initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that dissection occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the ranger drug coated balloon as a part of a clinical trial. The target lesion #001 was in the right mid popliteal artery and right distal popliteal artery with 3 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis was classified as tasc ii d lesion. Prior to target lesion treatment, pre-dilation was performed using 4 mm x 150 mm sterling balloon. Treatment of target lesion was performed by dilation using 4 mm x 150 mm ranger drug coated balloon. Post-treatment, 6 mm x 80 mm zilver drug eluting ptx stent was placed, and the final residual stenosis was noted to be 30%. Of note, 4 mm x 150 mm mustang percutaneous transluminal angioplasty (pta) balloon was used to treat the target lesion. However, the name of the device was captured as sterling pta balloon. Hence, additional information has been requested to confirm the correct name of the device used in the pre-treatment of the target lesion. On the same day of the index procedure, during the treatment of target lesion #001, a dissection of grade d was noted in the target lesion due to 4 mm x 150 mm mustang pta balloon. In response to the event, zilver ptx stent was placed and the complication of dissection was resolved. On the same day, the subject was discharged from the hospital.